Event description:
In 2008, a female was implanted with a gore propaten vascular graft in an a-v access procedure from the brachial artery to the basilic vein. At about 3 days later, the patient presented with severe arterial steal and a plication procedure was performed. At about three weeks later, the patient presented with severe thrombosis and a thrombectomy at the distal anastomosis was performed. At approximately two weeks later, the patient again presented with severe thrombosis and an angiojet thrombectomy, a balloon dilatation of the venous anastomosis and a balloon dilatation of the arterial anastomosis was performed. At about sixteen days later, the patient again presented with severe thrombosis and a thrombectomy procedure was performed. Other, arterial steal syndrome.